Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge change error occurred. The customer reloaded the cartridge to resolve the issue. Customer¿s blood glucose level was xx mg/dl. Or it was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was xx mg/dl. Or it was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was xx mg/dl.

Manufacturer narrative:
Delete statement in b5 describe event or problem.delete statement in h10 additional manufacturer narrative. Delete statement in b5 describe event or problem.delete statement in h10 additional manufacturer narrative.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. The customer reloaded the cartridge to resolve the issue. Customer¿s blood glucose level was 160 mg/dl.